Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products 5076-52 lead, implanted: (B)(6) 2009; 5076-58 lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with chest pain. A transmission showed the left ventricular (lv) lead with increased capture threshold that were greater than the amplitude safety margin. There was possible high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.